Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery which was performed, the surgeon opened the packaging and found fluid in the bottom of the implant which smelt of alcohol. The fluid vaporised after some time. The surgeon finished the surgery as planned using a new identical implant. Delay of surgery: 0-15 minutes (a new implant was used).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in denmark. Multiple MDR reports were filed for this event, please see associated reports: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The event reports that there was fluid under the black spacer plug. This was identified during surgery, and resulted in a 15min extension to surgery time. An alternative implant was used to complete the surgery. The complaint has not been confirmed following review of the returned device, which did not show any evidence of the presence of alcohol. Photographs have not been provided showing fluid in the liner. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified no similar complaints for the same item number. A complaint history review identified no similar complaints for the same lot number. Risk assessment: a pfmeca does not currently exist for this process. A change request has been initiated to introduce a new pfmeca for this process, which contains a relevant line. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. No corrective action has been initiated as the reported event has not been confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery which was performed, the surgeon opened the packaging and found fluid in the bottom of the implant which smelt of alcohol. The fluid vaporised after some time. The surgeon finished the surgery as planned using a new identical implant. Delay of surgery: 0-15 minutes (a new implant was used). No clinical signs, symptoms or conditions.